Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with short v-v episodes. The pace/sense portion of the lead was suspect of a fracture. The pace/sense portion of the lead was capped leaving the high voltage coils in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.